Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology - 90% stenosis, calcification, vessel tortuosity). Inherent risk of procedure (stent deformation). Deformation problem (stent deformed) conclusion results: device failure related to patient condition (lesion morphology - 90% stenosis, calcification, vessel tortuosity). Known inherent risk of a procedure (stent deformation). (B)(4).

Event description:
An attempt was made to treat a lesion in the rca exhibiting 90% stenosis with an endeavor resolute drug eluting stent. Calcification and vessel tortuosity were also reported. The device was prepped before used with no reported issues. The lesion was pre-dilated, but the device failed to cross the target lesion and it was reported that this was as a result of calcification and tortuosity. The physician gave up the surgery. No reported patient complications. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed. Evaluation summary: the device was returned for evaluation. The hypotube was slightly kinked distal to the strain relief. The stent was positioned on the balloon between the inner shaft markers as per specification requirements . The 6th distal segment was deformed with raised struts, the 6th proximal segment was misaligned. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).